Event description:
Complainant alleged that the device failed to discharge. Complainant indicated that it was not known if the device was in use on a patient or occurred during patient set-up, at the time of the reported malfunciton. Complainant indicated that during subsequent testing, the reported malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.